Event description:
An injection gold probe bipolar catheter was used during an esophagogastroduodenoscopy (egd) procedure in an adult male pt (age and weight unknown) in 2008. According to the complainant, "the needle was deployed out of the box. It was noticed after it went through the endoscope. No [endo] scope damage was reported. The device was removed from the [endo] scope with the needle deployed.' The procedure was successfully completed with a second injection gold probe bipolar catheter. No pt complications were reported as a result of this event, and the patient's condition was reported as "fine" following the procedure.

Manufacturer narrative:
The suspect device has been returned, but the device eval is not complete; therefore, a failure analysis is not available, and the cause of the needle retraction failure is undetermined. A search of the complaint database revealed no additional complaints recorded for this lot. The april 2008 15-month injection gold probe hemostasis catheter product family complaint trend report. Inclusive of all failure modes, was reviewed; no unfavorable trend was noted.